Event description:
It was reported that the pt's neurostimulator showed an end-of-service (eos) message and was in its third overdischarge condition. It was noted that the pt was able to fully recharge on (B)(6) 2009 but was now showing the eos message. Info and device history obtained from the clinician programmer following the interrogation showed the last time the pt fully recharged was (B)(6) 2008 and had allowed his device to discharge to the point stimulation was no longer available 11 times since the device was implanted. The pt had used a physician mode recharge procedure to reset and fully recharge the device from the most recent overdischarge condition 17 hours prior to being seen by the company representative. On (B)(6) 2008, the pt had turned the stimulation off and never turned it back on. By (B)(6) 2009, the device had discharged below 3.25 volts and stimulation became unavailable. On (B)(6) 2009, a brief recharge session was performed but actual recharging took place due to the short length (7 seconds). Between (B)(6) and (B)(6), 2009 the device went into an overdischarge condition. Follow up info received indicated that no device replacement was planned as the pt was waiting for insurance and physician approval. If additional info is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. Additional review of the source information noted that it was reported that there were telemetry issues, and the patient had his third over discharge. Additional information was received from a consumer regarding the patient on (B)(6)2015. It was reported that the device had been inactive for 4 to 5 years. The implantable neurostimulator won¿t take a charge anymore, and the device kept completely depleting. It was over discharged 3 times. The patient noted that he was using the device, but when he would try to charge his device, it would say that the implantable neurostimulator was fully charged, but then it wouldn¿t take a charge. The patient said that it wasn¿t reading correctly. The patient noted that he is not having the battery replaced. Additional information was received from a consumer regarding the patient on (B)(6)2017. It was reported that the implant was initially good for the first year, and then the patient began having issues recharging in 2008, and now the unit is no longer operational. Ultimately, the patient had 3 over discharge events, and was unable to restart the implantable neurostimulator since 2009. The patient is not utilizing the therapy. There were no patient symptoms or complications reported or anticipated.